Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that bacteria was found in the sorin heater-cooler system 3t just after the unit was delivered to the customer. There was no patient involvement. Through follow-up communication with the customer regarding medwatch report 9611109-2016-00225, sorin group (B)(4) has learned of this additional unit (B)(4) that was also contaminated with mycobacteria llatzerense, but was not mentioned in the initial complaint. This report is being filed to document the additional unit. It has been confirmed that the involved unit and external hoses were replaced before first use. The connectors were not replaced before initial use, but were replaced during the second disinfection cycle the hospital performed for this unit (B)(4). The positive test results were received for samples that were taken before first use of the device after disinfection was performed. The positive test results were received for samples that were taken before first use of the device after disinfection was performed. The unit has been disinfected again according to the IFU and new samples have been taken. The test results are pending. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that bacteria was found in the sorin heater-cooler system 3t just after the unit was delivered to the customer. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Additional follow-up communication with the customer revealed that the new water samples were taken after a disinfection cycle was performed according to the instructions for use (IFU). The facility also stated that a pall-filter is used at the facility. The water tests taken following the disinfection cycle were within acceptable limits. No further contamination has been reported. The customer has reported that the unit is still in use and is placed inside the operation room during procedures. The exact root cause could not be determined based on the information provided. However, possible causes include cross-contamination or failure to always follow cleaning instructions per the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).